Manufacturer narrative:
Sizing issue. Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow-up with the health-care provider (via fax), a copy of the operative report was received on 05/07/2010. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the device was explanted after an implant duration of zero days. Through follow-up with the health-care provider, it was learned that the device was explanted due to a sizing issue, as there was a severe perivalvular leak. Per the operative report of (B) (6) 2010: "as we were filling the heart, the anesthesiologist carried out the tee examination of the valve replacement and notified me that there was a severe perivalvular leak near the right coronary cusp area. It was clear that probably the valve had pulled away from the annulus and that perhaps the valve was too large."